Manufacturer narrative:
The field service engineer found the reagent probe was worn leading to loss of fluid surface tension when pipetting. He replaced the reagent probe and performed all adjustments. He cleaned and checked all other probes, cleaned the rinse mechanism and checked for proper cell rinse dispense water volume. He replaced a worn vacuum tube and checked the gear pump pressures, and checked for proper probe rinsing/washing/vacuum evacuation. He ran a precision check that was successful and the customer ran qc that all recovered within guidelines.

Event description:
There was an allegation of questionable albu in gen 2 (alb2) results from the cobas pro c 503 analytical unit. The initial result was 6.21 g/dl with a data flag. The instrument automatically performed a dilution and the result was 8.02 g/dl, which the customer thought was high. The sample was placed on another module and the repeat result was 5.0 g/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 66367701 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.